Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) requesting assistance with changing the time and date on the onetouch ultra meter. On june 4, 2008, this medical affairs specialist contacted the patient to clarify information obtained during the initial call. However, the patient was not able to clarify information from the initial call, as she does not remember the event surrounding her "low blood sugar symptoms" on original date. This complaint is being documented according to the recorded call on the same day. On the same day at 6:41pm, after she changed the battery on the lfs meter, reportedly the time and date kept appearing on the meter whenever she inserted the test strip into the meter. Per the owner's manual, the onetouch ultra will prompt the patient to go through the setup mode before the patient will be allowed to test their blood glucose reading. After the reported issue began, the patient was alleging low sugar symptoms and wanted to find out what her blood glucose was. When the patient was unable to set the time and date and to obtain a blood glucose reading, the patient contacted lifescan for assistance. The patient did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the patient did not test on any other device at the time of concern. It would have been helpful to know when the symptoms began, what the patient's "low sugar symptoms" were on original date, how the patient was able to relieve her symptoms, and the events that lead up to the aforementioned symptoms such as lfs meter readings, diabetes medication treatment and food intake. The reported issue was resolved after the customer care advocate walked the patient through the meter's settings. This complaint is being reported because the patient claimed she had low sugar symptoms after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.